Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the radiological imaging and complaint details provided for the similar complaint (B)(4), file # 572758 revision was due to the spiral cortical fracture likely secondary to the stress of the non-union of the femoral neck fracture and reduction/im nailing just 10 days prior. The noted primary fracture location is still early to expect it to have healed and would not be expected to bear the patient's weight. Of note, the patient¿s bone quality, the distal screw insertion technique, as well as primary post-op restrictions, adherence, and/or trauma remain unknown. The patient impact beyond probable pain/discomfort, the reported revisions and expected post-revision rehabilitation phases cannot be determined. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that revision surgery was performed due to fracture.